Event description:
It was reported that this inflatable penile prosthesis would not fully inflate; fluid loss was the suspected cause of the inflation difficulties. The device was explanted and replaced. No patient complications were reported.